Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device. A review by technical services (ts) noted that the other electrical trends were normal, and ts discussed evaluating the implanted competitor lead to rule out a lead issue. At this time the device remains implanted. Additional information noted that the svc coil of this competitor lead appeared to be the problem, thus the shock vector was changed from a dual coil vector to a single coil vector configuration. The patient will be scheduled for a lead replacement in the future. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).